Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon connected a lcs pathway a/p cutting block med to the reported device according to lcs surgical technique and cut the anterior and posterior femur after determining femoral rotation. When he removed both the cutting block and the reported device together after removing a pin, the joint part of the rod and the plate broke. The broken rod was removed from medulla by pliers and no broken piece was left in the patient's body. There was no surgical delay or harm to the patient.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the weld at the shaft and plate has fractured and the plate separated from the shaft. The root cause is attributed to proeduct design. (B)(4) was implemented on july 7th, 2010 to address this issue which improved the design. The current complaint sample was manufactured (2008) prior to the eco change. A search of the complaints databases found no other reports of this nature against the product code post supplier design change alert and design improvement and the need for futher corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.